Event description:
On (B)(6) 2008, I underwent a right total hip arthroplasty. I received a depuy pinnacle sector w/ gription cup size 52, metal insert 36 mm neutral, corail stem 10 standard, and an articul/eze femoral head 36, +1.5. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Dates of use: (B)(6) 2008 - present. Diagnosis or reason for use: end-stage arthritis right hip.